Event description:
Pt had been using the baxter homechoice peritoneal dialysis unit at home since 2004. She experienced fluid build up in her body. She went to the dialysis clinic for this problem. The morning of event date at 1:15 am she succumbed to a heavy fluid build-up, which rptr believes was due to an overfill problem with the machine. At 10:10 pm the day before, she called and said that the machine wasn't stepping out of drain 1 of 5. Rptr told her to touch the down arrow and tell them how many ml it had drained out. Rptr had no more than asked her to do that when she said never mind it stepped into fill 2 of 5 and reads 7ml. They talked a few minutes and everything appeared to be okay. At about 1:15 am. Rptr received a call stating pt had passed away. Rptr called 911 and their wife and rptr made the 25 miles drive to parents' home. Rptr was the first to arrive. The machine had drain 3 of 5 on the read out and 7ml. Rptr hadn't seen this before. Rptr stepped the machine down and the uf read out displayed -166oml which was something rptr had never seen. That was the only read out they could get to display. Pt sat up in bed and said she couldn't get her breath, she repeated, "I can't get my breath" three times. Those were the last words she spoke. The county coroner arrived and he was amazed at the amount of fluid in the body. Rptr believes the machine was giving false readings to the amount of fluid that was being removed from the body; length of time unknown. But,rptr really believed the machine failed and caused an overfill event to cause her death.